Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported the rigid video scope had very low image resolution. The event was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed and determined the cause video cable is broken and therefore stripes in image occur. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had very low image resolution. The event was found during the procedure. There were no reports of patient harm.